Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appeared to be related to use of the device. One 8cm x 20g powerglide catheter was returned for investigation. Blood residue was visible within the catheter. The catheter was kinked just distal to the pink strain relief sleeve. A microscopic examination of the kink revealed a 2mm longitudinal split in the catheter just distal to the pink oversleeve. The split coincided with the terminus of the crease in the kinked catheter. A functional test revealed a spraying leak where the tubing was split just distal to the pink strain relief sleeve. The remainder of the catheter was occluded with a dry red colored residue. The catheter may have split open from a combination of overpressurization and fatigue. Both the residue and the kink may have created an occlusion within the device. It was reported that the CT tech had problems getting contrast in. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ the IFU also warns, ¿failure to ensure patency of the catheter prior to power injection studies may result in catheter failure.¿ another warning in the IFU states, ¿power injector machine pressure limiting feature may not prevent overpressurization of an occluded catheter, which may lead to catheter failure.¿ a lot history review (lhr) of rebw1706 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the patient went to CT for CT with contrast. It was stated CT tech attempted to give contrast, had problem getting contrast in, attempted again, then nurse noticed blood dripping from IV. The dressing removed and it was reported that blood was dripping from catheter near insertion site.